Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a hypoglycemic event due to an inadvertent infusion issue. The patient reportedly had blood glucose (bg) reading of 20 mg/dl and felt really tired. No treatment above and beyond the usual routine of diabetes care and management was reported and the patient had remained on pump therapy. It was reported that the patient received about 30 units of excess insulin due to the unlocked keypad buttons being pressed inadvertently. This complaint is being reported based on the alleged serious hypoglycemic event attributed to use error resulting in unintended delivery of excess insulin.